Event description:
It was reported that during an unknown procedure, after placing the first clip, the applier was stuck on the vessel. The device remained closed on the tissue. Another like device was used to clamp the vessel before cutting the tissue surrounding the blocked applier, which was finally removed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
On august 13, 2010, a doctor reported that a patient lost a sybronpro tl implant two (2) months after placement due to infection. This is the first of three reports.

Event description:
The account alleges that the head section will not lower, resulting in an inability to achieve CPR.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.